Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The customer was contacted, and it was explained that the pump will never automatically shut off, but will prompt the user to restart the pump when experiencing as system error 322.

Event description:
A customer called in inquiring about spectrum pumps shutting off after experiencing system error 322 alarms. Any pt involvement, injury or medical intervention is unknown.